Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: stent: 3.25 x 15, 2.25 x 18 xience alpine. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that a 3.0 x 12mm, 3.25 x 15mm, and a 2.25 x 18mm xience alpine stents were implanted on (B)(6) 2018. On (B)(6) 2018, the patient was readmitted with cardiovascular symptoms and colostomy (intestinal) infection. Treatment performed was unspecified and the final patient outcome is unknown. No additional information was provided.